Event description:
The inflation device (lot # 15042595) would not hold pressure to keep balloon dilated. A second device (lot # 15075851) was opened and it also would not hold pressure. A third device (lot # 15075851) was then opened and had the same issue, however, the third device did hold enough pressure to complete the procedure. All three devices were catalog number cl3030. There was no known injury to the patient.